Event description:
The customer reported via phone call that the she was recently hospitalized due to a blood glucose level of 500 mg/dl. The customer confirmed that she was not in diabetic ketoacidosis. Customer stated that she had a blood glucose level of 400 mg/dl and bolused. Customer reported that her blood glucose level still did not come down, so she took a manual injection. When her blood glucose level still did not come down, customer went to the emergency room. The customer then reported an additional hospitalization about eight months prior to the call in which she had a blood glucose level over 400 mg/dl. Customer stated that she was in a state of diabetic ketoacidosis at that time. Blood glucose level at the time of the call was 423 mg/dl. The customer was sent a tubing clamp and will call back to complete high blood glucose level troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.